Event description:
Patient was treated in 2006. One day post-treatment, patient noticed swelling and redness of face. Patient also have prominent veins in temple and headache in temple area, bilaterally, extending into forehead. Patient took advil and aleve for headache symptoms. He also uses ice packs. Patient received botox injection to the temple area.

Manufacturer narrative:
No equipment was returned for investigation.